Event description:
The plaintiff's attorney alleged that the pt expired due to administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.